Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the multiple drawers were failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that multiple drawers had failed. A field service engineer (fse) found that auxiliary drawer 1, drawer 4, had failed, as it was not registering as closed. The fse immediately checked the inseparable latch and noticed it was missing. The latch was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.